Event description:
Mobile unit not exposing, giving error code 439. Manufacturer response for portable x-ray machine, radiographic unit mobile (per site reporter). Per bio med manufacturer sent a new relay system to the facility.